Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0 degree endoscope had recoverable fault. The procedure was completed with no reported injury.

Manufacturer narrative:
The zero-degree endoscope has been returned and evaluated by the failure analysis team. Failure analysis did not replicate nor confirmed the customer reported complaint. No error at qap was noted. The image is good in both eyes. Desiccant container was found to be damaged and loose desiccant balls were found. Scope was found to have friction issue. Cable integrity (visual damage) was found to be damaged at zone a. Discoloration of housing was noted. Connector light guide failure or mechanical damage was noted. Broken ic housing was found. Leaks at proximal fibers (ic)/connector were noted. The camera adapter was found to be dislodged. The zero-degree endoscope was last used on 09-sep-2022 on system sk2687 with 1909 uses remaining. This complaint is considered a reportable event due to the following conclusion: the xi endoscope was found with a dislodged camera instrument adapter (aea) component. A dislodged camera adapter results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.